Event description:
Note: event date is unk. It was reported to boston scientific corp that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during an esophageal dilatation procedure (pt's age unk, however, over 18 years old). According to the complainant, the balloon appeared to be leaking. The procedure was completed with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as okay. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).